Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the screen on quick bolus button was not working. There was reported impact to customer's blood glucose level.